Event description:
Per the surgeon whom performed the procedure at the user facility the ortholock navigation pin insertion was laterally displaced and became transcortical. Sometime after the procedure the patient's femur broke. Per the surgeon there is no allegation of a malfunction by the ortholock pin or any medical device used during the procedure. Medical intervention was needed to treat the broken femur. There are no further known adverse consequences or medical intervention associated with the procedure.

Manufacturer narrative:
Additional information added for d4, d10, h3, h4. Device evaluation: follow-up report submitted to document device evaluation results. H3 other text : not available

Event description:
Per the surgeon whom performed the procedure at the user facility the ortholock navigation pin insertion was laterally displaced and became transcortical. Sometime after the procedure the patient's femur broke. Per the surgeon there is no allegation of a malfunction by the ortholock pin or any medical device used during the procedure. Medical intervention was needed to treat the broken femur. There are no further known adverse consequences or medical intervention associated with the procedure.